Manufacturer narrative:
Lot # unknown, therefore no UDI or manufacture date available.

Event description:
It was reported that a patient with a tracheostomy and severe bpd (bronchopulmonary dysplasia), receiving ventilatory support in nava (neurally adjusted ventilatory assist) mode with an edi catheter in place, exhibited increased work of breathing and an increased oxygen requirement up to 60%. Blood gas analysis reportedly showed an elevated paco2 level. In addition, changes in the edi waveforms were observed, leading the user to suspect that the edi catheter was not functioning as expected. The edi catheter was replaced, and the patient's condition reportedly improved thereafter. The removed edi catheter was returned to the manufacturer for evaluation. No adverse patient outcome or injury was reported. Manufacturer¿s ref #: (B)(4).